Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a type 2 endoleak in the iliac artery using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While deploying one of the ruby coils into the aneurysm, the physician determined that the coil was too large for the space that he was treating. Therefore, the physician resheathed the coil for later use and continued the procedure using a smaller sized ruby coil. Towards the end of the procedure, the physician wanted to re-deploy the ruby coil that was previously resheathed. Therefore, the ruby coil was rinsed in a saline bath to remove any blood prior to redeployment. While attempting to advance the ruby coil out of its introducer sheath and into the lantern, the physician encountered resistance and was unable to advance the coil completely into the lantern. Subsequently, the ruby coil pusher assembly became kinked. Therefore, the ruby coil was removed and the procedure was successfully completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.